Manufacturer narrative:
Product analysis summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) changed position from the implanted position. This change lead to an increase in thresholds which rose to high levels and to a decrease in impedance and sensing. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.